Event description:
The analyzer produced a negatively biased digoxin result for both level 1 and level 2 quality control samples a field engineer visited the site and performed modifications to the analyzer. There was no report of patient harm as a result of this occurrence.